Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported and sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer reported blood glucose value of 90 mg/dl. The customer reported hyperglycemia with no treatment, hypoglycemia was treated with glucose/carb intake, glucagon. The event involved product(s) mmt-441ak, mmt-1884, mmt-7040a, mmt-342. Troubleshooting was performed customer was using the auto mode/smartguard feature at the time of the event. Customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range and the sensor glucose value from reported event was 59mg/dl and blood glucose value from reported event was 90mg/dl. Customer has been using the insulin pump system within 48hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-441ak. No product return is required for mmt-1884. Mmt-7040a was requested and customer response was the device will be returned. No product return is required for mmt-342.

Event description:
Updated summary: customer reported having a sensor glucose versus blood glucose issue and having a low blood glucose value. The blood glucose dropped from 90mg/dl to 60mg/dl. Low was treated with carbohydrates and glucagon. Then blood glucose value became 92mg/dl. Customer takes metformin every night. Customer also reported having a high bg of 231mg/dl. No treatment was given for the high. Customer troubleshooted the sensor issue but declined further troubleshooting for the low and declined troubleshooting for the high. Per carelink, pump was used at the time of the high and the low and smartguard was used the whole day. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.